Event description:
Surgeon placed mesh into patient to repair the incisional hernia. Dr. Then proceeded to tack the mesh in using mesh tacker, while using the second tacker the tacker stopped tacking before out of uses and would no longer fire tacks. Tacker removed from the patient without any harm to the patient, and a new tacker was opened and used to finish tacking the mesh in without further complication.